Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to lightheadedness and faint. Patient also alleged of having headache, heart problem and have to take medication daily. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to lightheadedness and faint. Patient also alleged of having headache, heart problem and have to take medication daily. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fine dust contamination observed on and in the blower, evidence of water ingress to the bottom enclosure was observed, though no evidence was found in the air path. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination appearing consistent with keratin contamination or other bio-contamination was observed on the humidifier flip lid seal. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of multiple contaminants found in device and as well as in humidifier. The manufacturer found no evidence of sound abatement foam degradation/breakdown.